Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire advancement issues occurred. The 99% stenosed target lesion was located in the moderately tortuous iliac artery. Another manufacturer's guide wire crossed the lesion using a guiding catheter. The physician then removed the other manufacturer's guide wire and inserted this xch/035/180 amplatz super stiff guide wire into the guide catheter. The amplatz guide wire did not move while advancing inside the guide catheter. Following the procedure, the physician noted that peeled coating may have occurred at the beginning of the procedure and not during the procedure which would cause the resistance between the guide wire and the guide catheter. The device was removed from the patient intact and it was confirmed that no peeled coating inside the patient. The procedure was continued with another of the same amplatz guide wires. No patient complications were reported and the patient's status is good. Returned device analysis revealed peeled coating along the body of the guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was returned for analysis and peeled sections along the body and the distal tip damaged was observed. Visual inspection presented peeled coating along the body, and the distal tip coil was slightly elongated, bent and misaligned along the body. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).